Manufacturer narrative:
It was indicated the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to high threshold measurements and low amplitude measurements. It was indicated this patient had previously experienced a heart attack and had ischemic tissue. It as suspected this caused the poor measurements. A new rv lead was successfully implanted. No additional adverse patient effects were reported.